Event description:
Customer reports to have been hospitalized on (B)(6) 2014 with blood glucose of 403 mg/dl. Customer was not wearing insulin pump at the time of hospitalization. Customer states, she felt ill as if going into diabetic ketoacidosis. Customer states, she has home health care whom treated her for dehydration. Customer was as endocrinologist with territory manager and was advised that due to high blood glucose and no delivery to have insulin pump replaced. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.